Manufacturer narrative:
Insulin pump received with intermittent up and down button response due to corroded keypad traces. No button error alarm during testing. Device passed self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly and unable to scroll up or down. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer observe time clock was advances. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.